Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.2, hardware: iphone18.2, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On march 16, 2026, insulet customer care received an automated notification from a third-party registry platform indicating that an omnipod 5 registry subject reported a potential adverse event. The subject responded ¿yes¿ to the registry question, ¿since your last assessment on (B)(6) 2026, have you had a severe low blood sugar (hypoglycemia) event that caused you to faint, pass out, or have a seizure?¿ multiple good faith attempts were made to contact the subject in order to obtain additional event details; however, these efforts were unsuccessful. As a result, no further clinical or product-related information could be obtained at the time of reporting. A supplemental report will be submitted if additional information becomes available.